Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm and partially duplicate the customer's reported issue during testing and evaluation. The unit was running on the internal battery up to the point that it was unable to supply proper voltage to the components causing the unit to alarm. The reported issue of the hw fault alarms was not able to be duplicated.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "motor fault", "circuit disconnect" and "h/w fault." There was no patient involvement associated with this issue.